Event description:
Additional information was received from the manufacturer representative. It was reported it was believed that the patient¿s hives had resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a trial patient. It was reported that the patient¿s trial started on (B)(6) 2017, and they suddenly broke out in hives the following day. The patient noted that they were allergic to metals and also taking antibiotics at the time. However, they are not allergic to platinum or titanium. A list of implant materials was sent to the manufacturing representative. No further complications were reported. Indication for use is unknown.